Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
During the pump replacement procedure for routine battery replacement, rubber-tipped forceps were used too forcibly/aggressively resulting in the need to replace the entire catheter. The patient/device information, symptoms, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the replacement was on september 8 and there was no catheter revision at that time. The rep orter claimed to have misspoken.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).